Manufacturer narrative:
During the investigation it was determined that this complaint is a duplicate of MFR 9610816-2026-100560.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the speaker malfunction inop is displayed on x2 alone. There is no sound. The device was in clinical use at time of the event, no patient or user harm was reported.

Manufacturer narrative:
It was confirmed that the device was not producing sound and the device was not in use at the time of the event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Event description:
It was reported that a speaker malfunction occurred. It is unknown if the device was emitting sound at the time of the event. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).